Event description:
The advocate stated that her son's contour meter was reading high compared to his breeze meter. The contour readings were 229, 393, and 224 mg/dl. The advocate did not provide exact readings for the breeze meter, but did state that none of the readings were above 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the contour meter showed it to be operating as designed. The advocate refused to troubleshoot the breeze meter and ended the call. No product will be returned.